Manufacturer narrative:
Subject device not returned yet, conclusion not available.

Event description:
Reportedly, on (B)(6)2024, it was impossible to interrogate the patient pacemaker. Cpr3 and dongle do not work.

Event description:
Reportedly, on (B)(6) 2024, it was impossible to interrogate the patient pacemaker. Cpr3 and dongle do not work.

Manufacturer narrative:
Analysis of the returned subject devices partially confirmed the reported event: the dongle cable is damaged on the usb connection side. Indeed, the cable is twisted, which could have caused damage to internal components; the cpr3 head work correctly when it is used with another dongle cable. The communication issue is cause by the dongle cable damage; the cpr3 is fully functional when it is used with another dongle. This case is retained for trending purposes.